Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed evidence of leaking underneath the cta (closed tube aliqouter) wash station and found a loose fitting on the wash buffer supply tubing that connects to the cta wash station. The fse resolved the leaking issue by tightening the loose fitting and no further leaks were observed. (B)(4).

Event description:
The customer reported discovering a leak from the cta (closed tube aliquoter) on a unicel dxc 600i synchron access clinical system during troubleshooting of an unrelated event. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.